Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during inspection for use found the bronchovideoscope culturing could not passed. Per additional information, the endoscopic culture test was positive but did not provide any written documentation. As soon as the hospital received the result, it promptly contacted the engineer to pick up the device for inspection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.